Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was initially difficult to interrogate. After confirming correct setup and using proper wand technique, interrogation was successful. Data review showed the device was functioning as programmed, with appropriate anti-tachycardia pacing (atp) and 41j shocks delivered for ventricular arrhythmias. A signal artifact monitor (sam) episode was recorded. No adverse patient effects were reported. This device remains in service.